Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support, which included performing a pump reset, after which the error did not recur. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.